Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Healthcare professional reported left capsular contracture baker grade unknown, "small amount of peri-implant fluid", and "increase in the anteroposterior diameter". Device remains implanted.

Event description:
Healthcare professional reported left side pain, intense enough to suspect that it was related to heart problems and lost nights of sleep worrying about a possible diagnosis of another abnormality (not device related).